Event description:
It was reported that after surgery the patient was hospitalized for two weeks post-operatory due to pain.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this is a duplicate complaint, and the event was already reported under complaint (B)(4) / MDR 1020279-2020-00294, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.